Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user requested to return the ilet after discussion with their healthcare provider, citing a preference for greater personal control and indicating the system was not a good fit. Symptoms included hypoglycemia of unclear cause. Outcomes included no hospitalization, no alerts or alarms reported, and completion of troubleshooting and education. Investigation included internal review of the event details and coordination with field and returns teams. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the clinical cause of hypoglycemia remaining unclear. It was concluded that the cause was undetermined.